Manufacturer narrative:
The unit has not been returned to caire for an evaluation. (B)(6) has placed the unit with another patient, and it is not available to be returned to caire. If any additional information is discovered, a follow-up report will be submitted.

Event description:
Caire was notified of the event from the customer (B)(6). The patient's daughter reported that the plug the concentrator was plugged into caught fire. An (B)(6) driver noted that the wall outlet was installed upside down.